Event description:
A male patient who received op-1 putty experienced low back discomfort in the area of the incision and bone graft harvest site, occasional numbness and discomfort in the right lateral calf, and bilateral lower extremity weakness. Outcomes are unknown. The events were not suspected to be related to the use of the op-1 putty. The events were deemed nonserious.